Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented micro-volume inlet had foreign particulate matter. Small black particles were found on the white connector and in the packaging of the device. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: thirteen devices were received for evaluation. A visual inspection was performed, and it was noted that there were black particles of foreign matter identified on the inlets and in the packaging. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause was likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.